Event description:
The reporter contacted animas on (B)(6) 2012 alleging that for the past three months, the pump has been gradually losing time to a maximum of 10 minutes. The reporter stated that the pump was currently 7 minutes slow compared to the cell phone. The reporter stated that the time is able to be reset successfully, but continues to lose time afterward. The last time adjustment was reportedly two weeks ago. There was no reported adverse event associated with this complaint. This complaint is being reported because of the allegation of gradual time loss at the rate of 7 minutes in a two-week period.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that all times were within specifications. The alleged complaint of the time loss was not found. There was no defect found. Unrelated to the complaint, evaluation revealed a faded display screen and faded keypad, which has no effect on insulin delivery function.